Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Correction/removal number: z-0956-2020. (B)(4). S/w version 4.11e. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test and the displacement accuracy test. The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act."

Event description:
(B)(4). Initial notes: patient called in to report problems on his sensor . Inquired what led up to the complaint. Customer response: he is just inserting it on his upper arm nd it bleeds site issues - sensor (guardian sensor 3) per (B)(4). Location, size and shape of site issue: upper arm an sensor filled up with blood . Description of the site issue: sensor filled up with blood . Customer states the site is not actively bleeding. Expl possible cause of blood at site is that sensor may have been inserted in a capillary/blood vessel. Customer would like to continue troubleshooting site issue(s). 1. Date/time of insertion was: oct 10 8:30. 2. Location of insertion was: upper arm . 3. Sensor lot #: hg3qzy4. First sensor it was due operator failed to insert sensor . Same material number lot number 2nd sensor inserted but it bleeds that covers the entre sensor customer's outcome pertaining to the complaint: sent replacement within 3 bd additional notes: verified hipaa sn: (B)(4) bg: 218 weight: 208 mmt: 7020b hg3qzy4 use same lot number and ref number on both failed sensor ship: mmt-7020b/return: nothing.